Event description:
It was reported that post implant a laparoscopic gastric band procedure the patient returned to have an additional procedure due to the band had slipped out of place. The surgeon performed the surgery to readjust the band placement and completed the procedure. The patient is now home and doing well. The patient has lost (B)(6) since the original implant date.

Manufacturer narrative:
(B)(4). Information was not provided by contact.information unavailable, device not returned for analysis. Band remains implanted.